Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a baxter infusion pump presented ¿downstream occlusion alarms¿ five (5) times for the same patient while being used with a one-link needle-free IV connector. The customer stated that the reported problem was resolved by the nurse manipulating the baxter primary set in the pump housing. The one-link component was reportedly attached directly to the patient¿s catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.